Event description:
It was reported that the pt's enterra device was defective and had to be turned off because the pt was experiencing shocking sensations. The entire system was replaced without complication and the pt recovered without sequela.